Manufacturer narrative:
One-unit of wattson model 2250 was returned to vsi for evaluation. The returned unit showed evidence of fep coating tearing or delamination. Based on the information and returned product evaluation, it was determined the root cause was device design related.

Event description:
Limited market evaluation (lme) reported access to lv was achieved via aortic valve using a std j-tip guidewire to al1.j- tip was pulled out & swapped for a pigtail catheter. Wattson was introduced via pigtail catheter. Pigtail was removed leaving only the wattson tpg in the anatomy. Bav attempted with balloon. Experienced resistance however, bav was successfully completed. Balloon was pulled off. Placed heart valve to attended location with lots of resistance & performed valve delivery successfully. After valve delivered, operator tried to pull the delivery system off the wattson wire, however he noticed it was sticking and unable to move. The operator tried to pull slowly to pull wire back and removed delivery system and the wattson tpg. After case operator checked wire and observed the wire had a kink. Associated to: MDR 2134812-2020-00015, MDR 2134812-2020-00016, MDR 2134812-2020-00018.